Manufacturer narrative:
Section h6: health effect - impact code 4629 - device revision or replacement added. Manufacturer's investigation conclusion: the reported event of damage to the heartmate 3 system controller (serial number: (B)(6) and power cable bend reliefs was not confirmed. No log files were submitted, and the system controller was not returned for analysis. Multiple good faith effort (gfe) attempts sent to gather more information including if any log files were able to be provided and if any products would be returning for analysis; however, no response was received. The root cause of the reported event was unable to be conclusively determined. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. C) section 10 entitled ¿safety checklists¿ and the heartmate 3patient handbook (rev. D) section f entitled ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with noted damage to system controller and modular cable. Bend reliefs on bilateral power cables and bend relief on modular cable were wrapped at home with electrical tape. The system controller and modular cable were replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.